Event description:
It was reported that the left ventricular (lv) lead exhibited high impedances when measured with the device and the analyzer. The lead also showed signs of no capture. It was determined that the lv lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: dtba1d1 implantable cardioverter defibrillator (ICD) 2013 (B)(6); 50076 implantable pacing lead 2007 (B)(6). (B)(4). Product event summary: the lead was returned in segments and analyzed. The distal conductor of the lead became distorted and developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted and developed a fracture at the first rib/clavicle location while in vivo.